Event description:
Customer reported that he experienced a high blood glucose of 500 mg/dl and his sensor did not alert him. He also mentioned a weak signal. The date of the incident was not provided. Customer declined troubleshooting. At the time of reporting the issue, the customer's blood glucose was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.